Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in two portions. Electrical tests indicated normal characteristics for the returned portions. Visual inspection found inside-out abrasion at 7cm to 8cm from the helix tip. The rv cables were exposed in these areas, but the etfe coating was normal. Insulation damage was found at 24.6cm and 27.7cm from the helix tip.

Event description:
High impedance and high capture thresholds were observed. Noise on the rv lead was not reproducible with isometrics. The lead was explanted.